Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high, out-of-range shock impedance measurements over the past several months. Device data was planned to be submitted for technical services review. No adverse patient effects were reported. The device remains implanted and in service. Device data was submitted to technical services, pending a review. Technical services reviewed the impedance trends and confirmed the shock impedance measurements were stable and within normal limits, between 60 and 74 ohms. However, the pacing impedance values had been varying between 500 ohms and greater than 3,000 ohms, with out of range values occurring more frequently over the past year. It was noted the right ventricular (rv) lead was not a boston scientific lead and the implant date was not known. Technical services recommended troubleshooting to see if any jumps in impedance measurements or any noise artifacts could be created with manipulation and patient movements, as well as reviewing any stored episodes to see if any noise was present. If testing did not reveal any findings and there are no episodes stored in the arrhythmia logbook showing noise on rv sensing channel, regular follow-ups could be performed. Following the patient in the remote monitoring system could also be considered.

Manufacturer narrative:
Available evidence indicates this device remains implanted and in service. If information is provided in the future, a supplemental report will be issued. This correction report is filed to clarify the event description and to correct the conclusion code. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
11/02/2020 - available evidence indicates this device remains implanted and in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high, out-of-range shock impedance measurements over the past several months. Device data was planned to be submitted for technical services review. No adverse patient effects were reported. The device remains implanted and in service. Device data was submitted to technical services, pending a review. Technical services reviewed the impedance trends and confirmed the values had been varying between 500 ohms and greater than 3,000 ohms, with out of range values occurring more frequently over the past year. It was noted the right ventricular (rv) lead was not a boston scientific lead and the implant date was not known. Technical services recommended troubleshooting to see if any jumps in impedance measurements or any noise artifacts could be created with manipulation and patient movements, as well as reviewing any stored episodes to see if any noise was present. If testing did not reveal any findings and there are no episodes stored in the arrhythmia logbook showing noise on rv sensing channel, regular follow-ups could be performed. Following the patient in the remote monitoring system could also be considered.